Event description:
Boston scientific received information that this right ventricular (rv) lead had perforated the right ventricle of the heart. As per additional information from the field representative, the perforation was confirmed via echocardiography. Pacing and threshold measurements were normal in both unipolar and bipolar lead configurations. The perforation was likely caused by numerous attempts to reposition the lead into the right ventricle during the implant procedure. The patient has undergone pericardiocentesis post-implant which resolved the issue. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.